Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display and replaced battery now alarm. The customer¿s blood glucose level was 12.5 mmol/l at the time of the incident. The customer was assisted with troubleshooting and customer reports display did not return after pump restart. Customer stated that the new battery did not resolved the issue. Customer states the display was not blank less than 30 seconds. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, active current, sleep current and the displacement test. Device was monitored and no blank display or replace battery now alarms noted.

Manufacturer narrative:
Insulin pump was received with all buttons responding properly. Keypad unresponsive or button error alarm not found during testing. The insulin pump passed the self test and the displacement test.